Manufacturer narrative:
Concomitant medical products: 6935 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had out of range (oor) regarding the r waves. As well, the patient's right atrial (ra) lead had high p wave values. No intervention was completed on the leads. Both leads remain in use. The patient isa participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.